Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging transmitter-out-of-range alerts (cs 206). There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during investigation, the cgm history showed a cs 206 "cgm transmitter out of range" warning. A test transmitter was paired with the pump correctly. The bg value was set to 120 mg/dl twice within 2 hr. Both the blood glucose calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿cs206¿ warnings or any errors, alarms or warnings were experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.